Event description:
It was reported that a minimum fill notification occurred when caller attempted to load new cartridge with insulin into pump, and initial attempt to complete load process was unsuccessful. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support guidance to add insulin to same cartridge, remove pump from case, and clean pneumatic tap area, and reloading same cartridge resolved issue as caller successfully loaded cartridge and resumed insulin delivery.